Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples and low concentration standards (3 miu/ml). Results were read at 3 and 4 minutes and all devices yielded expected negative results. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Returned devices from the reported lot number were tested with the returned patient sample. Results were read at 3 and 4 minutes and all devices yielded positive results with strong control lines and faint test lines. The patient sample was also tested with retention devices from an alternate lot. Results were read at 3 and 4 minutes and again all devices yielded positive results with strong control lines and faint test lines. Therefore, this issue appears to be specific to this patient sample. Quantitative hcg analysis was performed on the patient urine sample. The mean of the results was 2.3 miu/ml, which is below the threshold of 25 miu/ml for this product. However, urinalysis performed on the sample found trace amounts of hemolyzed blood and moderate amounts of leukocytes in the sample. Interference caused by these biological contaminants cannot be ruled out as the root cause of the reported issue.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the postpartum patient presented to facility for an iud placement. The patient's urine was tested on the cardinal health rapid test hcg cassette 30t and a positive result was obtained. Confirmatory bloodwork was performed on the same day and a negative result of 2 miu/ml was obtained about an hour later. The iud insertion was delayed and no adverse patient outcomes were reported. Then on (B)(6) 2019, the patient presented in clinic for a follow-up appointment. The patient's urine was tested on the cardinal health rapid test hcg cassette 30t and a positive result was obtained. Another urine sample was collected and tested and provided the same positive result. One of the urine samples was tested on the quidel pregnancy test kit, however, it is unknown which sample. Confirmatory bloodwork was performed and a negative result of 2 miu/ml was obtained. The iud was still not placed. The iud insertion was delayed based on the false positive results. No adverse patient outcomes were reported. Additionally, it was an elective procedure and no subsequent harm was reported. There is no information to suggest a serious injury.